Event description:
It was reported that during biceps tenodesis surgery both anchors did not gripp. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a different part, swive lock. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 16-mar-2021 -sac received further information that another drill was not necessary. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.. Complaint not confirmed. Visual evaluation showed the devices were received disassemble from the inserter shaft prior to received. No damaged was observed to the shaft or suture assembly. Review of device history record showed the device was assembled per specifications. The most likely causes are improper bone prep and/or misaligned insertion.